Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) had a display screen issue. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional contact information: reporter details: (B)(6). Occupation: biomedical engineer. It was reported cardiosave intra-aortic balloon pump (iabp) had display - blinking, discolored, static, line(s). There was no patient involvement or adverse event reported. A getinge fse reported two horizontal lines visible on top lcd of cardiosave monitor. Discovered during pm service. Top lcd display assembly replaced. Display test passed in the service mode. Complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications. Unit returned to customer and cleared for clinical use. The national repair center installed the top lcd display into the cardiosave test fixture and tested the display to factory specifications per procedure number (B)(4) revision c and the cardiosave service manual revision p.the nrc verified the failure of horizontal line on top display lcd. Display failed testing. Sending top display lcd to supplier for failure analysis as per procedure number (B)(4) rev aj. Part no longer able to be tested by the supplier. Investigation is complete. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Aq.